Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the fluid pathway of the catheter was occluded. It was also noted that the catheter passed field simulation in both the power and temperature modes, there was no error message on the generator. One of the holes in the tip electrode was not running at full stream. Also, there was a dried white substance visible on the outside of the connecting tube connector and inside connector and on catheter shaft near distal end. Scuffs and nicks on shaft and handle were also noted.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was using the sprinklr 7fr catheter with a generator and it displayed a system failure message. In the first application, an error was obtained intermittently due to an obstruction. The catheter was tested outside of the patient. The physician observed an obstruction in the irrigation line. The generator displayed the error system failure. A different sprinklr catheter was used and with this second catheter everything worked correctly. The catheter was returned for analysis. No patient issue reported.